Event description:
Per the clinic, the rechargeable battery of the sound processor was found to have leaked fluid. No reports of patient injury are associated with this event.

Manufacturer narrative:
(B)(4).